Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary lobectomy, the load was mounted from the stapler when releasing green button. When firing, the device clicked and the trigger handle was loose. It did not fire while being used in surgical clipping. New stapler was used to complete the case. There was no injury caused to the patient and no medical intervention was required.